Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that when she puts the inserter to the sensor it works fine but after injecting when customer pulls the inserter the sensor gets stuck. Customer stated she had low blood glucose. Customer declined troubleshooting. Customer reported low suspend alarm. Customer's blood glucose was 744 mg/dl. Customer stated she is hard of hearing and tone was not enough for her to hear the alarm. No further information provided.